Manufacturer narrative:
The drill was received by the manufacturer, and the complaint was confirmed. Internal components were evaluated, revealing damaged bearings within the rotor assembly. This condition can result in increased friction among rotating components, resulting in heat generation when the drill is operated. The rotor assembly and bearings were replaced, and the device was returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, w/o causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.